Event description:
The account alleged that the head left siderail would not latch in the up position. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.